Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that electrode #5 is out on one lead. Upon checking connectivity, it was noticed that the electrode was out. They tried to reconnect it by taking both leads out, wiping them off, and reinserting them into the battery. They also tried switching ports in the battery with the leads. The impedances were checked and they were all green on both leads except for electrode 5, which said "do not use". The physician tried moving the leads around to clear the connectivity issue, but it did not resolve the issue. The physician decided to still connect both leads and told the reps to program around the electrode. The rep's programmed the patient without using electrode #5. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Patient was programmed around the impedance issue. No additional actions were taken. The patient had another appointment on (B)(6). Impedances and connectivity were going to be checked at that appointment. The issue was no resolved. Provided information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was happy with the programs she is currently on. Rep just went over recharging and controller. No actions took place during the (B)(6) appointment because it was not needed the issue is resolved at this time. No further complications were reported.